Event description:
It was reported that the patient was diagnosed with severe adjacent level degeneration with kyphosis and severe spinal stenosis. On (B)(6) 2008, the patient presented with severe thoracolumbar kyphosis secondary to adjacent level degenerative disc disease with sagittal imbalance t11-l4. Patient underwent anterior left thoracoabdominal approach and spinal fusion t11-l4, left t10 thoracotomy, total discectomies and anterior interbody fusions t12-l4 using interbody cages, rib local bone graft and rhbmp-2/acs. (B)(6) 2008, second stage procedure, posterior stabilization and decompression. Patient underwent hardware removal l2-5, identification of pseudoarthrosis at l2-3 and ¿probably at¿ l3-4, t11-l4 posterior fusion using posterior instrumentation, local bone graft, right iliac crest graft with local bone, and rhbmp-2/acs. Post-op patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve da mage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: severe thoracolumbar kyphosis secondary to adjacent level degenerative disc disease with sagittal imbalance, prior fusion. Procedure: left t10 thoracotomy; anterior interbody fusions t12-l1 through l3-4, four levels; cages t12 through l1 to l3-4(8, 10, 18 and 8 mm respectively); rib local bone graft: combined with one large rhbmp-2/acs kit; total discectomies at t12-l1 and l3-4. Per-op: ¿..autograft rib was taken and placed into the disc space and also into the perimeter cage which also had a 3 mg dose per cage of rhbmp-2 placed. These were again rasped and were placed 10 mm large 12 degree cages here at both disc levels, again with the autograft rib rhbmp-2 combination..¿ on (B)(6) 2008: patient presented with following pre-op diagnoses: degenerative disc disease t11 to l4. Procedure: anterior left thorac oabdominal approach and spinal fusion t11 to l4.